Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: failure analysis - the investigation of the returned device was unable to verify customer reported issue as valid as the reported complaint issue could not be duplicated. However, unrelated to the complaint issue, the unit was received with the lock having rotational and lateral movement and a residue buildup was present. The movement in the lock would not have affected the 80-pound torque knob. General cleaning performed and new components were added to replace worn internal parts. Unit is beyond integra's 7 years recommended life cycle (manufactured in 2012). Root cause - complaint not confirmed. Repairs could not duplicate the reported issue of the 80-pound torque knob not holding pressure. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the 80lb torque screw of the mayfield modified skull clamp (a1059) stopped holding pressure. The facility has not reported if there was patient involvement, injury or surgical delay relative to this event.